Manufacturer narrative:
(B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter during a laparoscopic cholecystectomy, when the doctor placed the initial clip in the cystic duct, the clip actually cuts the cystic duct. The doctor then removed the clip and then placed 2 additional clips just inferior to where the clip had lacerated the cystic duct. Each structure was then divided between hemoclips with the laparoscopic scissors. The gallbladder was then dissected free from the gallbladder fossa of the liver using gentle traction and the bovie cautery. There was no patient injury.